Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: during the lrp doctor a visiport was inserted into the trocar and it leaked out the gas. Additionally the balloon of the btt broke when the instrument was inserted the trocar. No pt injury was reported. No additional information at this time.